Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks. The system was implanted in (B)(6) 2025, and the patient also has a concomitant biventricular boston scientific pacemaker. Technical services (ts) was consulted and noted the situation cannot exclude a possible electrode fracture because of noise post shock. In-office troubleshooting to evaluate electrode mechanical integrity and electrode/device connection was recommended. Per the physician, initial troubleshooting did not reproduce any noise in any sensing vector. The device was reprogrammed to secondary vector which showed slightly lower amplitude compared to primary but remained acceptable for sensing. Implant x-ray imaging does not show any obvious kink or bending of the electrode (lateral view) per ts. The patient performed a patient-initiated interrogation (pii) after the reprogramming of the s-ICD to secondary vector, and the transmitted data showed an unstable signal condition resulting in two untreated episodes and on smart pass deactivation due to a reduced signal amplitude and oversensing condition. Ts recommended repeat troubleshooting, specifically adding the additional action of pushing the device towards the rib cage and performing maneuvers and manipulations while pressure is applied. Higher quality x-ray images were also recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-cid remains in service.